Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported instrument fracture was confirmed via visual examination of the returned device. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The event occurred in (B)(6).

Event description:
It was reported that during a primary surgery, the impaction plate fractured from the cup inserter handle. No impact to patient. Attempts have been made, and no further information has been provided.